Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, screen was frozen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist remoted into the station and performed verification; however, the issue appeared to have already been resolved, no current issues were observed with the station. The station remained on a blue screen for over an hour due to a system update and then returned to normal operation without intervention. The system functioned as intended when the technical support specialist investigated the issue.